Manufacturer narrative:
Device evaluation- the device was returned for evaluation. Examination of the device showed a counterfeit case and missing battery. The device was given functional testing and no force sensor alarms occurred. The force sensor readings were found within specifications.

Event description:
It was reported the device gave a "force sensor bgnd" error. No adverse effects reported.